Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). A 5 x120mm absolute pro self-expanding stent system (sess) was advanced over a .018 guide wire and through a 6fr non-abbott sheath. During deployment, the thumbwheel jammed and the stent was only partially deployed. The sess was attempted to be removed, but resistance was felt with a previously implanted stent. The sess appeared to be stuck with the implanted stent. The sess was pulled and pushed, causing damage to the implanted stent and fracturing the absolute pro stent. The absolute stent was deployed in the common femoral artery partially covering 2/3 of the target lesion. Additional balloon dilatation was performed to treat the fractured absolute pro and the damaged previously implanted stent and the procedure was completed. There were no adverse patient effects or clinically significant delay reported. No additional information was reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5 x120mm absolute pro self-expanding stent system (sess) was advanced over a .018 guide wire and through a 6fr non-abbott sheath. During deployment, the thumbwheel jammed and the stent was only partially deployed. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use (IFU) states: one (1) 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. In this case, it is possible that use of the undersized 0.018¿ guide wire in conjunction with interaction with the mildly calcified anatomy resulted in the device becoming bent preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/deployment failure cannot be determined. Further manipulation of the compromised device ultimately resulted in causing damage to the implanted stent and fracturing the absolute pro stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.